Event description:
The manufacturer received information from customer alleging that the device failed a test step during testing. There was no harm or injury reported. Troubleshooting tips provided to customer concerning checking the test setup and the seals. Customer confirmed that he will check the suggested areas. No further information provided.